Manufacturer narrative:
(B)(4). The rt019 inspiratory/expiratory filter is a component of the rt380 adult dual heated evaqua2 breathing circuit kit. Method: the complaint rt019 inspiratory/expiratory filter was returned to fisher & paykel healthcare (f&p) in (B)(4) for investigation, where it was visually inspected and pressure tested. Results: visual inspection revealed no visible damage to the returned filter. The pressure test revealed that the subject filter was out of specification. The filter was found leaking at the welding line. Conclusion: we were unable to determine the cause of the reported event. All rt019 inspiratory/expiratory filters are leak tested before releasing for distribution. Any filter which fails the leak test is discarded. The subject rt019 would have met the required specifications at the time of production. The user instructions supplied with the rt380 breathing circuit state: - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - set appropriate ventilator alarms.

Event description:
A distributor on behalf of a healthcare facility in (B)(6) reported, via a fisher & paykel healthcare (f&p) field representative, that a rt380 adult dual-heated evaqua2 breathing circuit failed a ventilator leak test before use. After changing the rt019 inspiratory/expiratory filter used with the circuit, the rt380 circuit passed the test. There was no patient involvement.